Event description:
Restenosis guarantee program. It was reported that the patient experienced in-stent restenosis, and an additional device was required. On (B)(6) 2022, the patient underwent angioplasty, atherectomy, and stent placement as a treatment for atherosclerosis of the native arteries of the left lower extremities with gangrene. The left common femoral artery was accessed, and angiography was performed. Angiography revealed a widely patent proximal left superficial femoral artery (sfa). Long segment occlusion mid and distal left sfa and proximal popliteal artery. Widely patent left anterior tibial artery with diffuse disease tiblopemneal trunk and hypoplastic left peroneal artery with the mid segment occlusion and the hypoplastic left posterior tibial artery with occlusion of the distal third. Given the long segment occlusion in distal left femoropopliteal segment, intervention was performed using a combination of a 4f non-boston scientific catheter and an amplatz super stiff 0.035. The long segment occlusion was traversed, and tip of the catheter placed in mid popliteal artery. Injection of contrast confirmed intraluminal position. Then, left leg arteriogram obtained. The catheter was exchanged for a non-boston scientific filter wire in left popliteal artery. Mechanical atherectomy of the left femoropopliteal segment was performed in a proximal to distal fashion. Post angioplasty was performed using an unknown 5 mm x 80 mm balloon. Post angiogram showed more than 70% residual stenosis in distal let popliteal artery. At this time, the eluvia drug-eluting vascular stent system was placed. The stent was post dilated using an unknown 5 mm x 80 mm balloon. Left leg arteriogram showed diffuse stenosis tibiopemneal trunk, the mid segment peroneal occlusion, and distal left posterior tibial occlusion. Angioplasty of the tibloperoneal trunk was performed using an unknown 3 mm x 60 mm balloon. Post angioplasty showed no significant residual stenosis. A non-boston scientific 0.035 guidewire was negotiated across the mid peroneal occlusion. Then, it was exchanged for an unknown 0.014 wire and angiogram showed patency. The patient tolerated the procedure well. There were no immediate procedural complications. On (B)(6) 2023, the patient presented for follow-up and lower extremity arterial evaluation. The patient reported numbness in both upper and lower extremities. It was discovered via ultrasound duplex that the left sfa was occluded, including the previously placed stent, with reconstitution of hyperemic flow in the distal segment. The distal posterior tibial artery was also occluded. On (B)(6) 2024, the patient underwent a left lower extremity arteriogram and recanalization of the left femoropopliteal occlusion with atherectomy and stenting. The patient reported rest pain for the past two months. Given the results of the arteriogram, intervention was performed using a combination of a 4 french non-boston scientific catheter and an amplatz super stiff 0.035. The long segment occlusion was traversed, and tip of the catheter placed in mid left popliteal artery. Wire was removed and injection of contrast confirmed intraluminal position. A non-boston scientific filter wire was placed in the left common femoral artery. Mechanical atherectomy of the left femoropopliteal occlusion was performed in a proximal distal fashion using a 2.4/3.4 jetstream atherectomy device. Post angioplasty was performed using an unknown 5 mm x 1 50 mm balloon. Post angioplasty arteriogram showed significant stenosis in the proximal left popliteal artery at the site of reentry during previous intervention. This segment was treated with an unknown 6 mm x 80 mm drug-eluting stent and post-dilation was performed using an unknown 5 mm balloon. Left leg arteriogram showed widely patent let femoropopliteal segment. Given the low pressure in the left proximal sfa through the sheath, the sheath was gently pulled back. There was a transition with the 50 mm gradient in the proximal 3 cm of the left sfa and the tandem, more than 70% stenosis in proximal left sfa. This segment was treated with a 6 mm x 120 mm eluvia drug-eluting vascular stent system and post dilation was performed using an unknown 5 mm x 150 mm balloon. Final left lower extremity arteriogram showed widely patent left femoropopliteal segment and the distal third. The patient tolerated the procedure well. There were no immediate procedural complications. The patient was to be seen again in two weeks.

Manufacturer narrative:
A1 - patient identifier: patient ID (B)(6).